Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of aesculap ag (manufacturer, registration no. 9610612). Exemption number: e2014018. Manufacturing site evaluation: we received the handpiece in a decontaminated condition. Optically, the handpiece is in a good but used condition. Investigation: the investigation was carried out by aesculap technical service (ats). Optically, the handpiece is in a used condition. A functional testing was not possible. At the tip of the handpiece, grinding marks can be found. The interior shows staining as well as corrosion. The ball bearings at the tip are broken and the tool clamping is rough and hardly possible. A strong heating may originate from the staining as well as the broken ball bearings. Furthermore, the tool (not included) rubbed against the housing (tip) when the front ball bearings broke, chafe marks are clearly visible. Batch history review: a review of the device quality and manufacturing history records was not possible because the device is a purchased part. Conclusion and root cause: after the investigation, we assume a usage (reprocessing) related error. Rationale: on the basis of the investigation it is possible that an insufficient reprocessing in combination with an overload situation led to a breakage of the ball bearings inside of the handpiece and therefore to a heating. Notes regarding the maintenance and checks before usage can be found within the instructions for use (IFU): allow the product to cool down to room temperature; inspect the product after each cleaning and disinfecting cycle to be sure it is: clean, functional, and undamaged; prior to sterilization, spray through the handpiece with aesculap oil spray with adapter for approximately 1 second; check the product for any damage, abnormal running noise, overheating or excessive vibration; inspect tools for broken, damaged or blunt edges; set aside the product if it is damaged; prior to an extended period of non-use, store attachments cleaned, maintained and dried according to the instructions. To ensure reliable operation, the product must be maintained at least once a year. For technical service, please contact your national agency, see technical service.

Event description:
It was reported that there was an issue with the device intraoperatively. During an unspecified procedure, the handpiece malfunctioned. It was either a problem of lubrication ("noisy, heating"), or a problem with locking/unlocking of the instrument. There was no patient harm or intervention noted. Additional information was not available.